Event description:
Customer has a fasting blood glucose comparisions done. The device reading was 189mg/dl from the arm, 196mg/dl from the finger. The lab result was 156mg/dl. No treatment was given. Controls were in range.